Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the urine would not drain independently into the drain bag, even though there was no dependent loop involved. The tubing allegedly required manipulation multiple times to drain. It was also reported that the patient would call because the catheter was too big, which meant that "the urine was backed up again." It was reported that the drain bag was used with a foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine would not drain independently into the drain bag, even though there was no dependent loop involved. The tubing allegedly required manipulation multiple times to drain. It was also reported that the patient would call because the catheter was too big, which meant that "the urine was backed up again." It was reported that the drain bag was used with a foley catheter.